Manufacturer narrative:
H3: one pneupac ventilator parapac plus was returned with no physical damage found on the external of the device. The ventilator was opened and a visual inspection was conducted. The reported "loose body inside, rattling inside" issue was able to be duplicated. The issue was caused by a loose o-ring washer from the oxygen input fitting and loose packing wedges. The issue was user induced as the o-ring washer may have fallen if the oxygen input fitting was taken off. A new o-ring washer was installed and the packing wedges were refitted to resolve the issue.

Event description:
Information was received that a smiths medical pneupac ventilators parapac has rattling inside; loose body inside. No patient adverse effects reported.